Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the loading process. Customer's blood glucose was within range. Reportedly, customer reverted to using an alternate method of insulin therapy.